Manufacturer narrative:
(B)(6). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The diabetes care manager reported via phone call that the customer's insulin pump repeatedly squirt insulin during priming and had about five motor error alarms. It was also reported that the device's battery life was shorter than normal and the date and time would reset after battery changes. Diabetes care manager reported that the insulin pump was also cracked at the screen, battery compartment, and reservoir compartment. Blood glucose level at the time of the incident was not provided. It was also reported that the customer had large fluctuations in blood glucose levels and was hospitalized due to diabetic ketoacidosis. The insulin pump was not replaced or returned for analysis.